Event description:
It was reported that the device is presenting with ec 41662 error code. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the device passed all functional and no disposable attached tests performed. Root cause of the reported event is unknown. Recommended replacing the optical switch due to the error code found in the device event log. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Model number: 2120.